Event description:
It was reported by the customer that the catheter was obstructed. They ask to inject saline solution. However, it presents resistance. Aspiration is also not possible. She reports that she did the whirlwind technique, but it didn't remove the obstruction. When assembling the catheter it was smooth. Catheter was changed. No other information was provided.

Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that the catheter was obstructed. They ask to inject saline solution. However, it presents resistance. Aspiration is also not possible. She reports that she did the whirlwind technique, but it didn't remove the obstruction. When assembling the catheter it was smooth. Catheter was changed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an obstructed connector is confirmed; however, the exact cause is unknown. One video of a proximal connector piece of a two-piece groshong nxt connector was returned for evaluation. An initial visual observation of the video showed an attempt to flush and aspirate the connector piece; however, the connector piece was observed to be occluded and not patent to infusion or aspiration. The cause of the occlusion could not be seen or determined from the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.